Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before an intraocular lens (iol) implant procedure, the haptic was twisted. Additional information was requested.

Manufacturer narrative:
The lens was returned posterior surface in the lens case. Solution was dried on both sides of the lens. One haptic was broken-gusset area, not returned. The lens has several small, narrow, scratches (posterior and anterior) that appear to have been caused by an instrument use to grasp the lens (forceps). The lens also had a small crack in front of one of the scratches. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. Associated products were not provided. It is unknown if qualified associated products were used. The reported bent haptic was not observed. The returned lens had a broken haptic. The lens was returned posterior up in the lens case. Solution was dried on both sides of the lens. The lens also had several small, narrow, scratches (posterior and anterior) that appear to have been caused by an instrument use to grasp the lens (forceps). The lens also had a small crack in front of one of the scratches. All lenses are 100% inspected for cosmetic attributes, the observed damage would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Associated products were not provided. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).